Manufacturer narrative:
Concomitant medical products: a2dr01 ipg implant date (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high v-v sensing integrity counter (sic) count and diminished sensing. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there were no lead issues.